Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (death/treatment) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death/treatment) has been confirmed. Upon evaluation, the electrode belt passed essential performance testing and was fully functional.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest prior to passing away on (B)(6) 2018. The patient was at the hospital with his wife at the time of the event. It was reported that the patient fell onto the hospital bed and passed away. Per review of the downloaded software flag and ECG data, the patient received an appropriate treatment from the lifevest. The patient experienced a vf arrhythmia at 20:02:41 on (B)(6) 2018 and was subsequently treated at 20:03:21. The patient remained in vf with motion and CPR artifact and was treated by an external non-lifevest defibrillation shock at 20:03:35. The patient remained in vf with motion and CPR artifact until device deactivation at 21:27:48 on (B)(6) 2018. The motion artifact and CPR artifact prevented the lifevest from delivering additional treatment shocks. The patient passed away on (B)(6) 2018.